Event description:
It was reported to philips that fluoroscopy was not possible. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing diagnostic procedure, and the procedure was completed by moving patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed the fluoroscopy was not possible. The review of system log file identified issues related to geometry pc. Upon troubleshooting, fse identified that the cause of the issue was due to the network loop in the network hub of the laboratory. The philips engineer resolved the network loop. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.